Event description:
Complainant alleged that during a device check, the autopulse® platform displayed a "system error" message and would not operate. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) for investigation. Zoll (B)(4) confirmed the reported event with a system error code 132 (internal watchdog timeout). However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll (B)(4) for evaluation. Visual inspection of the returned platform was performed and found no damage to the platform. The returned platform was unable to undergo initial functional testing, as it displayed a "system error, out of service, revert to manual CPR" message. A review of the archive was performed and no anomalies were found on the reported event date of (B)(6) 2014. The system processor board was replaced to remedy the reported complaint. Following replacement of the system processor board, the platform underwent and passed all final functional testing.